Event description:
The physician was attempting to deploy a 2.5 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion located in the lcx in a pt. It was reported that the stent got caught during advancement inside the lcx, and when the stent was removed from the pt, the stent was noted to be damaged. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): eval, results: stent deformation. No conclusion can be drawn; limited info available. Eval, conclusion: no conclusion can be drawn; limited info available. Eval summary: a number of struts on the 10th and 11th proximal stent segments were raised and pulled distally. A number of segments were partially deformed. The stent was positioned between the marker bands as per specifications.